Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) as it was found to have had component failure, which resulted in the burning odor. The customer requested the replacement of the entire gui head assembly. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that the ventilator graphic user interface (gui) top display generated a burning odor. Although requested, there is no information available regarding patient involvement. There is no report of serious injury or death associated with this event.